Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) using an intellanav mifi open-irrigated ablation catheter, approximately eight minutes into ablation they received the error message "excessive temperature". They then found the irrigation tubing was broken a the luer attachment point, preventing proper irrigation of the catheter. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. Separated tubing would prevent irrigation fluid from entering the catheter and proper irrigation would be unable to occur.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) using an intellanav mifi open-irrigated ablation catheter, approximately eight minutes into ablation they received the error message "excessive temperature". They then found the irrigation tubing was broken a the luer attachment point, preventing proper irrigation of the catheter. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received for analysis.